Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The units left in the reservoir matches the units left in the pump status screen. No "battery changed/replaced" alerts noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. [Per (B)(4) ¿ r&d engineer: first, (B)(6) 2025 date was not recorded in the pump history since on (B)(6) 2025, the customer changed the date to (B)(6) 2025. (B)(6) 2025 19:17:22.000 usertimedatechange (3), eventtype = 3, sourceid = 0, historyrecordlength = 19, systemtime = (B)(6) 2025 19:17:22.000, newsystemtime: (B)(6) 2025 06:37:22.000, on (B)(6) 2025, the customer suspended delivery at 11:26am: (B)(6) 2025 11:26:26.000 insulindeliverystopped (30), eventtype = 30, sourceid = 128, historyrecordlength = 12, systemtime = (B)(6) 2025 11:26:26.000, reasonfoinsulindeliverysuspension: usersuspended (2), pump stopped delivering insulin at 08:45:21 when the algorithm detected low sg and did not resume the delivery during the day. So, for the day the pump delivered in total =sum(aj53359:aj53830)=278=3.475u of insulin including 1.475u of normal bolus, 0.575u of auto-corrections, and 1.425u of auto-basal. Conclusion: I did not find the over-delivery issue ¿ pump during the event date behaved as expected.] The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. No pump delivery anomaly noted during testing. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(6), there were boluses programmed on the event date (B)(6) 2025 in the pump history file. On a related svn (B)(6), there was no data available on event date (B)(6) 2025 in the pump history file. On the primary svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), perform the history review on 09-nov-2025 to the event date (B)(6) 2025 in the pump history file and found 1 lost sensor alert on (B)(6) 2025, 2 failedbatttest (58) on (B)(6) 2025 17:46:13.000 and on 19:04:48.000. 2 lost sensor alerts on (B)(6) 2025, 2 pump error 23 on (B)(6) 2025, 4 battoutlimit (6) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, 2 battoutlimit (6) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025 and 2 battoutlimit (6) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. The units left in the reservoir matches the units left in the pump status screen. No "battery changed/replaced" alerts noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, loss of consciousness and also reported pump was over delivering the insulin. The customer was treated with emergency medical services(ems), and glucose for low blood glucose. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.